Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing 40 units while caller expected 250 units, and displayed amount remained static despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received explanation that static fill estimate could occur due to large differences in measured pressure used to calculate remaining insulin and that gauge would begin counting down once actual insulin matched displayed value, and customer ultimately understood and acknowledged this information.